Event description:
Baxter sales rep called to report an incident with custom sets. The customer experienced an offensive odor when opening pouch. The sets are placed in two pouches for protective measures. Nurses are experiencing a reaction and have been prescribed albuterol for the offensive odor. No other pt involvement has been reported at this time.